Event description:
The following was reported to hamilton medical ag (translated from german): ventilators alarms with tf341009, tf346054, te 231036 and switched to safety mode. Patient bagged and moved to alternative ventilation. No harm to patient.

Manufacturer narrative:
Under investigation hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german): ventilators alarms with (B)(6) and switched to safety mode. Patient bagged and moved to alternative ventilation. No harm to patient.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause based on the available information and data could not be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: (B)(4).